Event description:
It was reported that the patient had an infection at his neck incision soon after his vns was implanted. The infection was treated with antibiotics, and no further intervention was taken. The device history records were reviewed for the lead and generator, and both devices were sterilized prior to release. No further relevant information has been received to date.